Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentifuge vial with moisture and residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Corrected dat: b4-date of this report in initial MDR should be corrected to (B)(6) 2020 g4- date received by manufacturer in initial MDR should be corrected to (B)(6) 2020 claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -12.00/1.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.